Manufacturer narrative:
Analysis of the stimulator (serial#(B)(4)) found no significant anomaly. The battery reached normal end of life, no telemetry and no output. The hybrid circuit and the battery was found to be depleted. The data gathered during the electrical testing, visual and dimensional inspection, and review of the manufacturing data did not show any abnormal results. No evidence of an internal mechanism for premature depletion was found during destructive analysis.

Manufacturer narrative:
Product ID 3058, serial# (B)(4), implant: 2009-(B)(6), explant: 2012-(B)(6), product type implantable neurostimulator. (B)(4).

Event description:
It was reported that the patient underwent two medical exams: eeg and ECG. The nurse attempted to turn the implantable neurostimulators off but was not successful. After that, the patient couldn't connect the stimulators with the patient programmer and she experienced a return of symptoms. The physician tried to connect to the stimulators with the physician programmer but was not successful. It was decided to replace both stimulators. The patient outcome was reported as ok. Additional information has been requested, but was not available as of the date of this report. Refer to manufacturer report #3004209178-2012-04538.